Event description:
During a shoulder surgery on (B)(6) 2014, the surgeon could not get the pins to fit through the holes in the cutting guide and the guide could not make an exact cut causing bone cement to be used for the press fit implant. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown. Items are to be returned for evaluation. Upon return of items and completion of evaluation, a follow-up report will be sent to the FDA.